Event description:
It was reported that the patient presented during a follow up and lead dislodgement was noted. Patient was asymptomatic and the lead was not pacing. During the lead revision procedure, it was noted that the lead helix would not retract. The lead was explanted on (B)(6) 2017 and a different lead was implanted. Patient was stable.

Manufacturer narrative:
The reported event of helix would not retract was confirmed. Helix was extended and clogged with blood/tissue as returned. After cleaning, helix could be retracted and extended. Analysis was normal. No anomalies were found.